Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 927 bd twinpak¿ dual cannula devices with syringe had foreign, particulate matter found on them during the kitting process. The following information was provided by the initial reporter: "when kitting the bd syringes into our drug product packaging kit, the hto operations team performs a 100% visual inspection of the syringes. The team recently culled 927 particulate defects out of an inspected batch size of 12,900 units, which exceeded our internal defect action limit of 5%... Defect code: particulate inside of the sterile package defect rate: 7.2% (927 out of 12,900 units inspected)".

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 927 bd twinpak¿ dual cannula devices with syringe had foreign, particulate matter found on them during the kitting process. The following information was provided by the initial reporter: "when kitting the bd syringes into our drug product packaging kit, the hto operations team performs a 100% visual inspection of the syringes. The team recently culled 927 particulate defects out of an inspected batch size of 12,900 units, which exceeded our internal defect action limit of 5%... Defect code: particulate inside of the sterile package. Defect rate: 7.2% (927 out of 12,900 units inspected)."